Event description:
Reporting status; serious injury - surgical intervention - hospitalization. Reporting rationale: perforation not sealed resulting in surgical intervention. Device issue: leak - stent graft. It was reported that the perforation was partially sealed; therefore, the pt was sent to surgery. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen, as per specs. It is possible that the stent graft did not completely seal the perforation because of, but not limited to, the following: not placed centrally over the perforation, too small for the perforation or the perforation increased in size during stent graft implantation. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and pt info.